Manufacturer narrative:
The batch history review showed no abnormality during the mfg of this vena cava filter batch. The x-ray films show that the filter is implanted in the gonadal vein. Conclusion: the non-opening of the filter is due to its placement in a collateral vein. The IFU give the instructions to have a correct filter location. This event is imputable to user error.

Event description:
"The lp filter was deployed in the gonadal vein in error. Assuming that the filter was properly placed in the ivc and that the filter failed to open, the physician used the same access site to snare the filter and the snare became entangled. Upon freeing the entrapped share from the first filter, a second filter was properly deployed in the infrarenal ivc without incident. A post procedure CT scan was performed and confirmed deployment of the first filter in the gonadal vein. No pt harm".